Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor system. The pump passed the operating currents test, self-test, unexpected error test and displacement test. The pump was unable to perform the occlusion and no delivery tests due to motor error alarm. The motor passed motor test. The pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump will be returned for analysis. The customer's blood glucose reading was unknown.